Manufacturer narrative:
Continuation of d10: product ID 97792 lot# serial# unknown implanted: explanted: product type accessory product ID 977a290 lot# serial# (B)(6) implanted:(B)(6) 2017 explanted: (B)(6) 2025 product type lead product ID 97725 lot# serial# unknown implanted: explanted: product type external neurostimulator h3. Analysis found non-conformances with the lead. The braid and all conductors (except #3) were broken at the anchor site, 22.4 cm from the distal end of the lead. Based on our analysis, we conclude that the returned lead was related to the reported event of the high impedances. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was using an implantable neurostimulator (ins). It was reported that a lead explant / revision was performed at rap, and the patient experienced a lot of ¿chills and tremors¿ / 'tingling and trembling sensations'. The question was whether the lead can be checked by medtronic for possible leakage. The lead was stated to be broken. The issue was stated to have resolved with the lead revision. Additional information was received. It was reported that the allegation "lead was stated to be broken" was referring to high impedances on 0, 1, 4 <(>&<)> 6 (>10.000). The lead issue was observed already starting in 2021. The information would be confirmed with the physician the following week.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2025. Product type lead b3 event date is year valid only. Correction: original b5 information was corrected based on additional info received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reported that the cause could not be determined. An exact event date could not be given.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that a lead explant / revision was performed at rap, and the patient experienced a lot of ¿chills and tremors¿ / 'tingling and trembling sensations'. The question was whether the lead can be checked by medtronic for possible leakage. The lead was stated to be broken. The issue was stated to have resolved with the lead revision.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# unknown, implanted: explanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown, g2. Foreign: netherlands, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.